Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, headache, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic area/ left sided pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine haemorrhage ('other injury(ies) or complication please describe:hematometra') in a 46-year-old female patient who had essure (batch no. 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hyperlipidemia, arthritis, uterine bleeding, dysfunctional uterine bleeding, pelvic discomfort, nabothian cyst, adnexal mass, ovarian cancer, tenderness and bicornuate uterus. Concomitant products included atorvastatin since 2001, ciprofloxacin betain (cipro), fish oil since 2001, gemfibrozil since 2001 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and micturition urgency ("bladder or urinary problems or chnages: urinary urgency"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/ right lower quadrant region/ lower abdominal pain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criterion medically significant), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced headache ("headaches"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"), abdominal pain ("discussed abdominal pain") and cystitis ("treatment for bladder issues and infection") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with surgery (ablation/ dilatation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, nausea, headache, abdominal pain lower, vaginal haemorrhage, urinary tract infection, migraine, ovarian cyst, weight increased, micturition urgency, uterine leiomyoma, abdominal pain and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, headache, menorrhagia, micturition urgency, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: 1. There is substantial fluid distention of the endometrial canal. Etiologies would include cervical stenosis. Other obstructing etiologies at the internal os are also possible. 2. Bicornuate uterus is present 3. Air in the left anterior abdominal wall; correlate for history of recent surgery. 4. Infiltrates in the posterior lower lobes consistent with sub segmental atelectasis or early pneumonia right more than left. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: impression significant signal abnormality distending the endometrial canal and fundal horns most consistent with hemorrhage. No discrete fibroid. Consider tissue sampling. Arcuate/sub septa figuration about the endometrial canal. Essure devices in noted. 2.5 cm right ovarian cyst. Ultrasound pelvis - on (B)(6) 2017: the uterus measures 7.6 x 6.6 x 10.3 cm). The patient is status post endometrial ablation per history. The endometrial echo complex is distended up to 3.2 cm by fluid with low-level echoes which may reflect complex fluid as before. A similar finding was noted on the comparison exam. Two rounded areas appear contiguous with the main endometrium at the fundus . Consider pelvic MRI to evaluate the patients uterine anatomy. 2.right ovary measures 2.7 x 1.7 x 3.2 cm and contains a 2.8 cm cyst. There is flow to the right ovary. Left ovary not clearly seen. Ultrasound scan vagina - on (B)(6) 2013: impression: normal pelvic ultrasound.; on (B)(6) 2017: finding: the right ovary measures 3.4 x 2 x 3.4 cm with 2 cysts measuring 2.4 and 1cm respectively. The left ovary measures 2.7 x 2.1 x 2.7 centimeter with 1.3 centimeter cyst cm. Impression: distended endometrium with fluid possibly hemorrhage. Bilateral ovarian cysts.; on (B)(6) 2017: heterogeneous appearing uterus with several hypoechoic mass like lesions which may represent uterine fibroids. For better evaluation of this area an mid of the pelvis is recommended. 3.6 centimeter complex right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, urgency of urination, fibroid uterus, ovarian cyst, pelvic pain, abdominal pain, hematometra. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), bladder or urinary problems or changes,infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines / headaches, weight gain, other injury(ies) or complication please describe: ovarian cyst, hematometra , uterine fibroids, abdominal pain, bladder infection were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic area/ left sided pelvic pain/chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('other injury(ies) or complication please describe:hematometra') in a 46-year-old female patient who had essure (batch no. 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hyperlipidemia, arthritis, uterine bleeding, dysfunctional uterine bleeding, pelvic discomfort, nabothian cyst, adnexal mass, ovarian cancer, tenderness and bicornuate uterus. Concomitant products included atorvastatin since 2001, ciprofloxacin betain (cipro), fish oil since 2001, gemfibrozil since 2001 and valaciclovir hydrochloride (valtrex) from january 2015 to october 2017. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2014, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). In january 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and micturition urgency ("bladder or urinary problems or chnages: urinary urgency"). In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/ right lower quadrant region/ lower abdominal pain"). In april 2015, the patient experienced nausea ("nausea") and migraine ("migraines / headaches/migraine"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criterion medically significant), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced headache ("headaches"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"), abdominal pain ("discussed abdominal pain") and cystitis ("treatment for bladder issues and infection") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with surgery (ablation/ dilatation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, nausea, urinary tract infection, migraine, ovarian cyst, weight increased, micturition urgency and abdominal pain had not resolved and the uterine haemorrhage, headache, abdominal pain lower, vaginal haemorrhage, uterine leiomyoma and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, headache, menorrhagia, micturition urgency, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), urinary urgency, urinary tract infection, weight gain, nausea, ovarian cyst and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: 1. There is substantial fluid distention of the endometrial canal. Etiologies would include cervical stenosis. Other obstructing etiologies at the internal os are also possible. 2. Bicornuate uterus is present 3. Air in the left anterior abdominal wall; correlate for history of recent surgery. 4. Infiltrates in the posterior lower lobes consistent with sub segmental atelectasis or early pneumonia right more than left.. Hysterosalpingogram - in march 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) other (not specified). Nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: impression: significant signal abnormality distending the endometrial canal and fundal horns most consistent with hemorrhage. No discrete fibroid. Consider tissue sampling. Arcuate/sub septa figuration about the endometrial canal. Essure devices in noted. 2.5 cm right ovarian cyst.. Ultrasound pelvis - on (B)(6) 2017: the uterus measures 7.6 x 6.6 x 10.3 cm). The patient is status post endometrial ablation per history. The endometrial echo complex is distended up to 3.2 cm by fluid with low-level echoes which may reflect complex fluid as before. A similar finding was noted on the comparison exam. Two rounded areas appear contiguous with the main endometrium at the fundus . Consider pelvic MRI to evaluate the patients uterine anatomy. 2.right ovary measures 2.7 x 1.7 x 3.2 cm and contains a 2.8 cm cyst. There is flow to the right ovary. Left ovary not clearly seen. Ultrasound scan vagina - on (B)(6) 2013: normal pelvic ultrasound.; on (B)(6) 2017: finding: the right ovary measures 3.4 x 2 x 3.4 cm with 2 cysts measuring 2.4 and 1cm respectively. The left ovary measures 2.7 x 2.1 x 2.7 centimeter with 1.3 centimeter cyst cm. Impression: distended endometrium with fluid possibly hemorrhage. Bilateral ovarian cysts.; on (B)(6)2017: heterogeneous appearing uterus with several hypoechoic mass like lesions which may represent uterine fibroids. For better evaluation of this area an mid of the pelvis is recommended. 3.6 centimeter complex right ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, urgency of urination, fibroid uterus, ovarian cyst, pelvic pain, abdominal pain, hematometra lot number:940972 manufacture date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 & 4 were processed together. Quality safety evaluation of ptc on (B)(6) 2019: fu 3 & 4 were processed together. Pfs received. Outcome of the events were updated to not recovered from unknown: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), urinary urgency, urinary tract infection, weight gain, nausea, ovarian cyst and migraine. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, headache, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.